Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the hub of the syringe is too wide and does not fit the needle, causing product leakage. No additional information was received. The suspension leaks out between the needle and syringe.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.